Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 25-apr-2025. The blockage was in the tubing. The patient replaced infusion sets and resumed insulin. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6011802 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 9 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 10 samples out 9 samples passed the test. Device history record (DHR) review: the lot 6011802 was manufactured according to the wi version 100 packaged the multivac mv14, on 22/feb/2025, with a total of (B)(4) units. Gluing of tubing: the lot 5a04158 was glued according to the wi version 66, manufactured in the line spot-08 on 04/feb/2025 with a total of (B)(4) units. The lot 5b00058 was glued according to the wi version 66, manufactured in the line sc05, sc06 on 16/feb/2025 with a total of (B)(4) units. The lot 5a04167 was glued according to the wi version 66, manufactured in the line sc08 on 14/feb/2025 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6011802 and no found other complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: one sample was found with a t-lock due missing glue, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.